Event description:
It was reported that the device had a broken pin on remote dose cord connector. There is no patient involvement.

Manufacturer narrative:
One device was received for investigation. Visual and functional inspection was performed which confirmed the reported issue. Defective remote dose cord was found. The downstream occlusion (dso) seal, lens, and the remote dose connector were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.